Event description:
It was reported to philips that the device did not start. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start. This issue was already being addressed by a philips field service engineer, as the customer had previously reported a problem with booting up (4478512). Upon troubleshooting, fse found that the hard disk was defective and replaced it. But still the issue persisted and fse replace the host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.